Manufacturer narrative:
The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No lost sensor alarm and no weak signal alarm were noted. The pump had one touch ultra-link functioning and communicating properly. The pump recorded properly at status screen. The pump was received with minor scratched display window and cracked case display window corner. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings, lost sensor alarm, and weak signal alarm from the insulin pump. The customer's blood glucose reading was 529 mg/dl. The customer treated with the pump. The customer stated that they did not receive a new transmitter. The customer was advised that the pump is no longer receiving data from the transmitter. The mother stated that the alarm occurred when they were at home in bed. The customer was advised of how the rf works with the pump. The customer was advised to speak with their health care provider regarding the pump and blood glucose readings.